Event description:
#Medwatcher #(B)(4). I was given medicine so I wouldn't be in pain during the procedure, then the doctor told me that I would be out in 20 minutes it took half-hour. The doctor told my husband the reason why it took longer because one coil kept slipping out of my fallopian tube and then I became dizzy so it took me almost a hour and half to leave. About a week later I was in some discomfort in my pelvic area. My ob told me sometimes it happens it will go away. At my three month check up my tubes were block. About six months later I started to get headaches they got so bad I end up in the ER for them. The ER doc told me that it was stress, they don't go away MRI is normal. I also have longer periods and more cramping during and after. My period is heavier, I also have numbness in my hands and pain in my elbows and sometimes all my joints hurt. My doctor can't find nothing wrong with me.

Event description:
#Medwatcher #followup1 #fdamw5039979 #(B)(4) need to add more I'm bruises. I'm tired all the time. And I'm getting sick more. And I'm also getting night sweats now.